Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test, due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm while attempting to prime their insulin pump. Customer's blood glucose was 200 mg/dl. Troubleshooting found the customer's drive support cap was flush. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.